Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarms from bed 10 for low invasive pressure were intermittently noted to be self-silencing. The customer provided information for the date of (B)(6) 2017 between 3:00 and 4:00 that a low pressure alarm ended unexpectedly. Information has been provided that no patient harm, urgent care or delay of any urgent care occurred related to this issue.